Event description:
This is report 2 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the cutter device broke off in the attachment device. There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reported of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device failed cutter insertion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to the incorrect cutter being used or the cutter being jammed in the device, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate